Event description:
On (B)(6)2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was over 600 mg/dl with moderate level of ketone, polyuria, polydipsia, nausea and confusion. It was reported that the patient was given insulin injection based on the advice received from the physician¿s office answering service. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer technical support reviewed the event with the reporter. It was determined that the basal and bolus deliveries were correct and as programmed. Review of potential causes for perceived inaccurate deliveries and potential causes for bg issues did not identify any assignable cause. The reporter expressed reservation regarding the pump¿s delivery accuracy. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue that remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.